Manufacturer narrative:
Depuy spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
Contact reports the tip of the driver broke off in a screw head while inserting a polyaxial screw. The surgeon was at the very end of the advancement of the screw and screw placement and fixation were good in the surgeon's opinion. He determined that the broken tip could not be removed. It was noted that the small size of the broken tip would not effect rod placement. Contact reports the construct was completed, final tightened, and is structurally sound.